Event description:
This lead was implanted on (B)(6) 2006 and remains implanted. It was called in to technical services on 8/11/11 that there was a recent spike in impedances. Technical services suggested follow up in office should be considered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).